Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was retrieved without problems and the procedure was completed with a non-bsc balloon catheter. No patient complications nor injuries were reported.